Event description:
It was reported that a patient presented with backup vvi mode noted on the patient's implantable cardioverter defibrillator, with loss of back-up defibrillation noted. Technical services was contacted for assistance. No additional intervention or adverse patient consequences were reported.

Event description:
New information received notes that programming changes were made. No adverse patient consequences were reported.